Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2018 that on (B)(6) 2018 the patient experienced a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. Product was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. An inspection was performed and found that there was excess glue and a bent pushrod. The reported event of a needle retraction issue was confirmed. The root cause was determined to be excess glue.